Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing during an atrial flutter event. The crt-d system remains in service. No adverse patient effects were reported.